Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant door not fully latched message. Review of the event history log identified multiple "door jammed" alarms. Evaluation determined that the reported symptom was caused by loose upper link screws. The screws were replaced to correct the condition.

Event description:
It was reported that a spectrum pump had a constant door not fully latched message. It was also reported that there was no patient injury.